Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 180 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.